Event description:
It was reported that the pump was explanted, but the catheter remained implanted in the patient. The reason for explant was resolution of the patient's level of pain and symptoms. The patient was admitted to the hospital after developing dehydration post pump removal. The patient's outcome was reported as "unknown". The medication being delivered via the device system was baclofen and dilaudid.